Event description:
It was reported that the right ventricular (rv) lead was explanted due to unknown issues. Subsequently a new rv lead was successfully implanted. No additional patient adverse effect reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. A stylet was returned in the lead. A bent helix was noted. The setscrew marks were in correct location on the terminal pin. The helix was extended, and dried body fluid and tissue were noted in the helix housing. Cuts were also noted in insulation. Noted deformed coils. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to slight bending of helix and high threshold issues. Subsequently a new rv lead was successfully implanted. No additional patient adverse effect reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to slight bending of helix and high threshold issues. Subsequently a new rv lead was successfully implanted. No additional patient adverse effect reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.